Manufacturer narrative:
Correction: updated the notified date to (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that this valve had severe central aortic regurgitation and required a second valve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted too high or moved up during final release and severe aortic insufficiency (ai) was observed. Subsequently, a second valve was successfully implanted reducing the ai. No additional adverse patient effects were reported.